Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to flexion instability. A size 4 cr femur and 3x9 cs insert were revised to a ts femur with stem and a 3x16 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
D3 legal manufacturer was selected as stanmore implants worldwide in error. This supplemental is being sent to correct d3 to stryker orthopaedics-mahwah.

Event description:
It was reported that the patient's right knee was revised due to flexion instability. A size 4 cr femur and 3x9 cs insert were revised to a ts femur with stem and a 3x16 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.